Manufacturer narrative:
(B)(4). Foreign: australia. The product has been returned to zimmer biomet, and the investigation is in process. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the device was in need of repair for an unknown reason. During follow-up, it was found to have been sent in for preventative maintenance for the mesher not ratcheting. There was no patient involvement. It was reported that no further information is available.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d4, d8 g3, g6, h1, h2, h3, h4, h6, and h10. The results of the investigation are as follows: review of the most recent repair record determined the unit was not ratcheting. The ball detent, ratchet gear, and spring pack were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
During follow-up, it was found that the ratchet could not perform the up and down motion. No further event information available at the time of this report.